Event description:
It was reported that upon removal of the spring wire guide (swg) after the catheter was placed, the swg unraveled. There were no reported patient complications. Additional information received on 02/19/2009, stated both the swg and catheter were removed and a new kit was used. The swg was removed in its entirety.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.